Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Customer¿s blood glucose level ranged from 322-324 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.